Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked. The customer's blood glucose reading was 54 mg/dl. The customer stated that she corrected the readings but the basal was not working. The insulin pump was returned for analysis.